Event description:
Covera vascular covered stent unable to be deployed. System unlocked, but as provider began to rotate the delivery wheel he felt a snap and the delivery wheel began to move freely. Stent was unable to be deployed and successfully removed from the patient. FDA safety report ID # (B)(4).